Event description:
It was reported that the superion indirect decompression (ID) spacer patient experienced the return of their pain. X-ray imaging taken of spinal lumbar area four-five confirmed the ID spacers lower portion had posteriorly migrated, however the images are not available. It was noted that it is unknown how the ID posteriorly migrated per the physicians assessment. The device remains implanted and continues under the care of their physician.

Manufacturer narrative:
Correction to initial MDR in blocks b2 and b6.

Event description:
It was reported that the superion indirect decompression (ID) spacer patient experienced the return of their pain. X-ray imaging taken of spinal lumbar area four-five confirmed the ID spacers lower portion had posteriorly migrated, however the images are not available. It was noted that it is unknown how the ID posteriorly migrated per the physicians assessment. The device remains implanted and continues under the care of their physician. Additional information provided wherein the patient underwent the removal of the ID spacer and an inspan device screw was inserted before completing the procedure. It was noted that there was a potential fracture at lumbar spine five per the physicians assessment. Physical analysis of the ID spacer was not performed as it was retained by the facility. The patient did well post-operatively.